Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. Supplemental: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Initial: additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Supplemental: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. Supplemental: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.